Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient was found to have a pocket infection due to the presence of pocket erosion and wound dehiscence at the device pocket. An external source was suspected as the source of the infection. The patient's implantable cardioverter defibrillator was explanted on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.